Event description:
The facility reports the client had been bathed. The carer was attempting to raise the pt out of the bath when the chair became detached. The client and chair fell back into the bath. The client was shaken and their arthiritic knee was causing them pain.